Event description:
Customer reported a malfunction on pump, but no notable events occurred prior to the issue. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted customer with resetting the pump, and the malfunction did not recur.